Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the mp70 is displaying a "speaker mal." Error message. No patient or customer harm was reported.